Manufacturer narrative:
H10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ink on the labeling of an unspecified quantity of chemo-aide dispensing pins wiped right off making the label "almost impossible to read". The issue was identified during setup in a clean room. There was no patient involvement. No additional information is available.